Event description:
It was reported that during implant attempt, the helix stretched and was not functioning appropriately. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.